Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd received three photos as well as 1 shelf carton of bd pbbcs physical samples from the customer for review and analysis. The photos and sample were evaluated and the customer's indicated failure mode for incorrect label was observed as a bd pbbcs shelf carton is appearing to have an incorrect catalog number, different from the catalog number on the individual blister packages; therefore, this complaint is confirmed. The device history record was reviewed. Upon review of the DHR during the investigation, it was found that the wrong shelf label was scanned into the verification report. There were no related quality notifications. Bd is able to confirm the customer¿s reported failure with the photos and sample received. Bd determined that the root cause of this incident is human error as an associate inadvertently attached the wrong shelf label on the box. This defect was not detected by a packaging associate and was inadvertently packed out. Awareness of this complaint has been created within the department. Furthermore, training is being completed for associates with regards to this failure mode.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was incorrect label information. The following information was provided by the initial reporter. The distributor reported that an incorrect label was affixed.